Event description:
On (B) (6) 2009, the user noticed water had leaked from the analyzer and created a puddle on the floor below. The user guessed from the water coming from the counter top that it was coming from the waste box or wash station area. The tech did not walk into the puddle and no one slipped or fell. The user stated no pt results had been affected. The same issue had occurred about one week ago ((B) (6) 2009) and the user had cleaned up that puddle and did not realize that it had come from the analyzer. There were no affects to operation at that time.

Manufacturer narrative:
The field service rep determined there was a fluidics failure and replaced the filter for the condensation drain. To verify the analyzer operation, qc was performed with results within specification.